Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements. The lead configuration was reprogrammed with a good threshold measurement observed. However, it was unknown if the pacing impedance measurements had improved. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this lead remains in service. Should additional information become available this report will be updated.